Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problems identified with by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the videoscope to the service center for evaluation related to a separate issue. During the evaluation, a reportable malfunction was identified: the adhesive on the a-rubber was cracked. As a result, the affected component required replacement. There was no patient involvement associated with this event.